Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump spattered insulin during the fill tubing action and the numbers didn't appear on the screen. After keeping the act button pressed down, the customer received the alarm. Customer's blood glucose was 181 mg/dl. Customer was asked to stop using the pump and received a replacement pump.